Event description:
The physician was using a total across (ta) crossing catheter in the treatment of the right mid posterior tibial artery (pta). The lesion exhibited moderate tortuosity and severe calcification and was a chronic total occlusion (artery diameter 2mm x length 250mm). The ta device was inspected and prepped prior to use with no issues noted. The physician used a non- medtronic 4f micro catheter kit. The catheter was advanced up the pta, and then a non-medtronic 0.014 wire through the ta catheter. The physician then changed to another non-medtronic 0.014 wire. The wire was positioned distal to the superficial femoral artery (sfa) proximal cap while still using the ta device. The physician ¿poked away¿ at the distal sfa with the wire and the ta. After a few minutes, he then tried to remove the wire and it was stuck in the ta device. The physician pulled on the wire with very strong force, to remove the wire, and it would not move. At that point, he pulled the ta device out and with much resistance; it also pulled out the 4f access sheath. The sheath was damaged badly and the ta device was also fragmented but not separated. The spiral cut design in the catheter had separated and was very sharp and had pointy edges. The physician then performed angiography and noticed multiple micro perforation's in the patient's pt artery. The micro-perforations were treated with an ev-3 peripheral balloon and it was inflated for approximately 5-6 minutes. No other clinical sequelae were reported for this event.

Manufacturer narrative:
(B)(4).

Event description:
Evaluation summary: the shaft was found bent 70 cm from the hub. The distal section (17.5 cm from the tip) was damaged, with the spiral cut of the hypotube compromised. The guide wire was stuck into the device. An attempt to extract the 0.014" guide wire was made but it was impossible to remove it. The guide wire was damaged in the part remaining outside the tip of the catheter. The catheter was cut, starting from 14 cm from the tip, in order to verify the guide wire blockage. The distal part was separated from the proximal part; it was possible to extract the guide wire without issue only from the proximal part. To remove the 14 cm of the distal part distal section was cut to reach the tip. The micro coil was removed. The marker was inspected with no issue noted. The polyimide tube was found stretched on the guide wire and it was possible moving easily on the guide wire. The blockage was found under the black tip, as the guide wire inside the tip was damaged. The damage is related to a division of external surface versus core of the guide wire. The external surface was blocked in the tip and it is hard to remove based on a sliding movement between the external surface and the core of the guide wire.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Related to operational context-difficulty experienced was most likely procedural related.

Manufacturer narrative:
Evaluation, results: patient¿s condition affected effectiveness of device (severe calcification, chronic total occlusion); inherent risk of procedure (perforation). Evaluation, conclusion: device failure related to patient condition (severe calcification, chronic total occlusion ); conclusion not yet available (evaluation in progress); inherent risk of procedure (perforation). (B)(4).